Event description:
Refer to h11 for follow-up information.

Manufacturer narrative:
Intuitive surgical, inc. (Isi) did receive the product involved with this complaint to perform failure analysis. The universal power distribution (upd) was analyzed, and the reported problem was confirmed but not replicated. In the system logs, the error was found indicating a upd fault, confirming the fault occurred in the field. Upon visual inspection, no issues were found that would be related to the reported event. The upd was installed and tested onto a golden system where the component functioned as expected. The system started up without errors and displayed a clear, stable image. Audio quality was loud and clear. All functional tests were completed successfully. The gantry motors operated through their full range of motion, and draping functionality was tested and performed without issue. Voltage and current measurements were within specification. The system completed 20 power cycles with this board installed, all of which passed. The upd remained installed on the test system for several hours under normal operation with no issues observed.

Manufacturer narrative:
An intuitive surgical, inc. (Isi) field service engineer (fse) was dispatched to the customer site to further investigate the reported event. The fse replaced the universal power distribution (upd). The system was tested and verified as ready for use. Isi did not receive a da vinci product involved with this complaint to perform failure analysis.

Event description:
It was reported that during a da vinci-assisted surgical procedure, a nurse called during the procedure to report a non-recoverable error and that arm 4 seemed to be off, while the other arms were red. Prior to the call, the customer has restarted the system, without success. An intuitive surgical, inc. (Isi) technical support engineer (tse) checked the logs and found an error pointing to a node on the universal power distribution (upd) board for a high side switch issue. The tse guided the caller to reposition arm 4 and to perform a system restart with emergency power override and breaker on the patient side cart (psc). The power on sequence took longer than usual and arm 4 seemed to be deactivated. The caller said that they needed all 4 arms for the procedure. The system was restarted again, but the error appeared immediately. The surgeon decided to convert to an open laparotomy procedure. Patient tolerated the conversion; however, the surgeon noted that rehabilitation usually takes longer with open procedures and morbidity is higher. After the procedure, the system column could not be moved due to the failure.